Manufacturer narrative:
The explanted portion of the lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that during the procedure to replace this patient's device and right ventricular (rv) lead, this atrial lead became dislodged. During efforts to remove the lead with the evolution gun, the lead was damaged. A portion of the lead was explanted and a portion of the lead could not be removed and was surgically abandoned in this patient's superior vena cava (svc). This was a prolonged procedure. However, the patient tolerated it well. No adverse patient effects were reported.